Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced high blood glucose level. The customers blood glucose level went from 500 mg/dl to 350 mg/dl. It was reported that there was full blood on sensor which led up to event. The insulin pump will not be returned for analysis.